Event description:
(B)(6). During a ptcd (percutaneous transhepatic cholangio drainage) procedure using skater catheter, the black radiograph marker have come off the catheter. There is a risk of embolization depending on the location of the marker. Interventional procedure may be required to remove the marker if it is in the pt.

Manufacturer narrative:
Evaluation of the returned product confirmed the customer's report: the black radiograph marker detached from the skater catheter. The cause of this incident is still under review. Additional info has been requested from the distributor in order to better understand and evaluate the circumstances during the ptcd procedure. A follow-up medwatch report will be submitted once additional info regarding the cause of this incident becomes available. Furthermore, it is noted that no other complaints have been reported in relation to this specific lot (p355378), and no similar issues involving radiograph marker detachment from the skater catheter have been reported to us in the past.